Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormally heavy bleeding during menstruation"), oligomenorrhoea ("prolonged menstruation cycles"), the first episode of abdominal pain lower ("severe, lower abdominal pain"), the second episode of abdominal pain lower ("cramping"), back pain ("lower back and pelvic pain"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), migraine ("migraine headaches"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), rash pruritic ("rashes and itching on her arms and stomach"), anxiety ("worsening of anxiety"), weight fluctuation ("weight fluctuation") and endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, oligomenorrhoea, the last episode of abdominal pain lower, back pain, dyspareunia, fatigue, migraine, dysgeusia, rash pruritic, anxiety and weight fluctuation outcome was unknown. The reporter considered alopecia, anxiety, back pain, dysgeusia, dyspareunia, endometriosis, fatigue, menorrhagia, migraine, oligomenorrhoea, pelvic pain, rash pruritic, uterine haemorrhage, weight fluctuation, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: confirming full occlusion of fallopian tubes. Laparoscopy - in (B)(6) 2016: suffering from endometriosis. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), uterine haemorrhage ("abnormal uterine bleeding") and multiple sclerosis ("multiple sclerosis") in a 31-year-old female patient who had essure (batch no. C06517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included female condom and multiparous. (B)(6) 2016 -negative for dysplasia, hyperplasia, or malignancy,. Concurrent conditions included breast cyst, endometriosis, tonsillectomy, vaginal discharge, nausea, rash, breast lump, pelvic congestion syndrome and tonsillectomy since 2015. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced urinary tract infection ("infection urinary"), weight fluctuation ("weight fluctuation//weight gain / loss"), alopecia ("hair loss"), fatigue ("chronic fatigue"), migraine ("migraine headches"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and allergy to metals ("nickel allergy") with rash pruritic and urticaria. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems"), anxiety ("worsening of anxiety"), dysgeusia ("metallic taste in mouth"), abdominal pain lower ("severe, lower abdominal pain / cramping"), back pain ("lower back and pelvic pain"), menorrhagia ("abnormally heavy bleeding during menstruation / prolonged menstruation cycles"), weight increased ("weight gain"), multiple sclerosis (seriousness criterion medically significant) and rash vesicular ("red blister all over my arms chest and face"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, endometriosis, urinary tract disorder, urinary tract infection, bladder disorder, weight fluctuation, anxiety, alopecia, dysgeusia, fatigue, migraine, headache, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, allergy to metals and rash vesicular outcome was unknown, the back pain was resolving and the weight increased and multiple sclerosis had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, multiple sclerosis, pelvic pain, rash vesicular, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. (B)(6) 2014- patient complain- undesired future fertility. Essure handle was inserted easily through the operating channel of the hysteroscope and placed into the right tube. Three coils were seen in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral satisfactory occlusion; on (B)(6) 2015: incomplete occlusion of the right fallopian tube laparoscopy - in (B)(6) 2016: suffering from endometriosis ultrasound scan - on (B)(6) 2016: lump is in left breast on (B)(6) 2016, surgical pathology report- final diagnosis: uterus with cervix and bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: -proliferative endometrium -myometrium with no significant histopathologic change. -cervix with no significant histopathologic change. -left fallopian tube with para tubal cysts, walthard cell nests, rare hyalinized or edematous plicae and congested/dilated para tubal vessels. -right fallopian tube with proximal chronic inflammation, fibrosis and multinucleated giant cells, para tubal cysts, mesonephric duct remnants and congested/dilated para tubal vessels. *patient's current weight 146.00 lbs. Concerning the injuries in the case, the following ones were described in patient's medical records: anxiety, abdominal pain lower, pelvic pain, back pain, rash, menorrhagia, uterine hemorrhage, pelvic endometriosis, vaginal haemorrhage concerning the injuries reported in this case, the following one was reported via social media:red blister all over my arms chest and face . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2018: pfs and social media received. Added event as per pfs multiple sclerosis, weight gain. Added event as per red blister all over my arms chest and face. Updated outcome. On 27-feb-2018: medical records received: reporters added, patient demographic details added, concomitant condition and historical condition added, lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), uterine haemorrhage ("abnormal uterine bleeding") and multiple sclerosis ("multiple sclerosis") in a 31-year-old female patient who had essure (batch no: c06517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included female condom and multiparous. On (B)(6) 2016 negative for dysplasia, hyperplasia, or malignancy,. Concurrent conditions included breast cyst, endometriosis, tonsillectomy, vaginal discharge, nausea, rash, breast lump, pelvic congestion syndrome and tonsillectomy since 2015. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced urinary tract infection ("infection urinary"), weight fluctuation ("weight fluctuation//weight gain / loss"), alopecia ("hair loss"), fatigue ("chronic fatigue"), migraine ("migraine "headaches""), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and allergy to metals ("nickel allergy") with rash pruritic and urticaria. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems"), anxiety ("worsening of anxiety"), dysgeusia ("metallic taste in mouth"), abdominal pain lower ("severe, lower abdominal pain / cramping"), back pain ("lower back and pelvic pain"), menorrhagia ("abnormally heavy bleeding during menstruation / prolonged menstruation cycles"), weight increased ("weight gain"), multiple sclerosis (seriousness criterion medically significant) and rash vesicular ("red blister all over my arms chest and face"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, endometriosis, urinary tract disorder, urinary tract infection, bladder disorder, weight fluctuation, anxiety, alopecia, dysgeusia, fatigue, migraine, headache, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, allergy to metals and rash vesicular outcome was unknown, the back pain was resolving and the weight increased and multiple sclerosis had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, multiple sclerosis, pelvic pain, rash vesicular, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. On (B)(6) 2014: patient complain- undesired future fertility. Essure handle was inserted easily through the operating channel of the hysteroscope and placed into the right tube. Three coils were seen in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: bilateral satisfactory occlusion; on (B)(6) 2015: incomplete occlusion of the right fallopian tube laparoscopy: on (B)(6) 2016: suffering from endometriosis ultrasound scan: on (B)(6) 2016: lump is in left breast on (B)(6) 2016, surgical pathology report. Final diagnosis: uterus with cervix and bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: proliferative endometrium myometrium with no significant histopathologic change. Cervix with no significant histopathologic change. Left fallopian tube with para tubal cysts, walthard cell nests, rare hyalinized or edematous plicae and congested/dilated para tubal vessels. Right fallopian tube with proximal chronic inflammation, fibrosis and multinucleated giant cells, para tubal cysts, mesonephric duct remnants and congested/dilated para tubal vessels. Patient's current weight 146.00 lbs. Concerning the injuries in the case, the following ones were described in patient's medical records: anxiety, abdominal pain lower, pelvic pain, back pain, rash, menorrhagia, uterine hemorrhage, pelvic endometriosis, vaginal haemorrhage. Concerning the injuries reported in this case, the following one was reported via social media:red blister all over my arms chest and face quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), uterine haemorrhage ("abnormal uterine bleeding") and multiple sclerosis ("multiple sclerosis") in a 31-year-old female patient who had essure (batch no. C06517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included female condom and multiparous. 02-feb-2016 -negative for dysplasia, hyperplasia, or malignancy,. Concurrent conditions included breast cyst, endometriosis, tonsillectomy, vaginal discharge, nausea, rash, breast lump, pelvic congestion syndrome, tonsillectomy since 2015 and body mass index normal. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced urinary tract disorder ("urinary problems or changes"), urinary tract infection ("infection urinary"), bladder disorder ("bladder problems"), weight fluctuation ("weight fluctuation//weight gain / loss"), alopecia ("hair loss"), fatigue ("chronic fatigue"), migraine ("migraine headches"), headache ("headaches"), menorrhagia ("abnormally heavy bleeding during menstruation / prolonged menstruation cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") with rash pruritic and urticaria and weight increased ("weight gain"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2018, the patient experienced multiple sclerosis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), anxiety ("worsening of anxiety"), dysgeusia ("metallic taste in mouth"), abdominal pain lower ("severe, lower abdominal pain / cramping"), back pain ("lower back and pelvic pain") and rash vesicular ("red blister all over my arms chest and face"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, endometriosis, urinary tract disorder, urinary tract infection, bladder disorder, weight fluctuation, anxiety, alopecia, dysgeusia, fatigue, migraine, headache, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, allergy to metals and rash vesicular outcome was unknown and the back pain, weight increased and multiple sclerosis had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, multiple sclerosis, pelvic pain, rash vesicular, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. (B)(6) 2014- patient complain- undesired future fertility. Essure handle was inserted easily through the operating channel of the hysteroscope and placed into the right tube. Three coils were seen in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral satisfactory occlusion; on (B)(6) 2015: incomplete occlusion of the right fallopian tube laparoscopy - in february 2016: suffering from endometriosis ultrasound scan - on (B)(6) 2016: lump is in left breast on (B)(6) 2016, surgical pathology report- final diagnosis: uterus with cervix and bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: proliferative endometrium myometrium with no significant histopathologic change. Cervix with no significant histopathologic change. Left fallopian tube with para tubal cysts, walthard cell nests, rare hyalinized or edematous plicae and congested/dilated para tubal vessels. Right fallopian tube with proximal chronic inflammation, fibrosis and multinucleated giant cells, para tubal cysts, mesonephric duct remnants and congested/dilated para tubal vessels. *patient's current weight 146.00 lbs. Concerning the injuries in the case, the following ones were described in patient's medical records: anxiety, abdominal pain lower, pelvic pain, back pain, rash, menorrhagia, uterine hemorrhage, pelvic endometriosis, vaginal haemorrhage. Concerning the injuries reported in this case, the following one was reported via social media:red blister all over my arms chest and face . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received: event onset date added. Outcome of back pain was changed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 31-year-old female patient who had essure (batch no. C06517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included contraception nos. Concurrent conditions included breast cyst, endometriosis and tonsillectomy. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), migraine ("migraine headaches"), headache ("headaches"), alopecia ("hair loss"), weight fluctuation ("weight fluctuation//weight gain / loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection urinary") and allergy to metals ("nickel allergy") with rash pruritic and urticaria. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormally heavy bleeding during menstruation / prolonged menstruation cycles"), abdominal pain lower ("severe, lower abdominal pain / cramping"), back pain ("lower back and pelvic pain"), dysgeusia ("metallic taste in mouth"), anxiety ("worsening of anxiety"), endometriosis ("endometriosis"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, abdominal pain lower, back pain, dyspareunia, fatigue, migraine, headache, alopecia, dysgeusia, anxiety, weight fluctuation, endometriosis, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, allergy to metals and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral satisfactory occlusion; on (B)(6) 2015: incomplete occlusion of the right fallopian tube laparoscopy - in february 2016: suffering from endometriosis most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - other relevant history, lab data, product information, events- abnormal bleeding (vaginal), urinary tract infection, rashes or skin conditions type: hives, bladder problems, urinary problems or changes, headache, nickel allergy, dysmenorrhea (cramping). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.